Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 08-feb-2021. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The evaluation confirmed the internal connector was defective as the contact pins inside the video connector were worn out causing the image to flicker when the video cable is manipulated. Additionally, there is no dvi signal, the dp board is defective, the unit is running an older switch type and older software version. The device was purchased on (B)(6) 2015 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During the middle of a laser transurethral resection of a prostate procedure, the visera elite video system center was found to have a defective internal connector. There was a four minute delay as the procedure was completed with a different device. No patient injury or harm was reported. Additionally, the device was inspected prior to use; no abnormalities were noted with the device and the connecting cables. There was no resistance from the connector but the push button release appeared to be loose.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reported damage to the video connector and the no dvi signal from failure of the dp board is due to repeated use for a long period as approximately 9 years have passed since the subject device was delivered. Or, the user connected the endoscope connector forcibly, diagonally, or applied such force as excessive bending, pulling, twisting, crushing, etc. And the inside of the video connector failed. Olympus will continue to monitor complaints for this device.